Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation. The result of the evaluation was that when the wires were wiggled by the strain relief, the unit would shut off and give a brake fault during the bench test, which confirmed the original complaint issue. Therefore, the most likely underlying cause of the chair stopping was due to intermittent electrical motor/brake connections.

Event description:
Dealer states for several weeks the chair has been stopping intermittently.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states for several weeks the chair has been stopping intermittently.